Event description:
Patient was positioned for a laparoscopic roux-en-y gastric bypass procedure. During the procedure the patient had slid down the operating room table approximately 9 inches. The patient was positioned and secured as usually required for the procedure. A foot board was not in place for this procedure. Pt. On the operating room table in reverse trendelenburg position.